Event description:
It was reported that during a weekly surgeon meeting, a post-op x-ray showing failed hammertoe procedures was reviewed. It was reported that the pt required revision.

Manufacturer narrative:
No further pt information was provided at the time of this report or made available in response to follow-up communication. Per the rep present during the surgical case improper surgical technique and implantation of the devices contributed to the event. It was reported that the surgeon had difficulty placing the implants. Intraoperative x-rays were requested but not provided. A postoperative x-rays was reviewed and shows that stable anatomic reduction and placement of implants was not appropriately done. Eight ifs implants were placed. Of these two ifs implants appear to be broken in the x-ray. The devices were requested for evaluation but were not available to be returned. Device history record review revealed nothing relevant to this event. The implants met release requirements prior to distribution. This is device report 2 of 8 reports for this case and pt.